Event description:
The caretaker was behind the chair lifting the bottom of the chair when the pt's leg went into the side of the tray area and was allegedly cut. The pt's skin was allegedly torn. Pt was taken by ambulance to the hospital to receive stitches. The pt is also on blood thinner. The hospital wanted to keep the pt overnight, but the family took the consumer home.